Manufacturer narrative:
This report is submitted on september 3, 2018, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the clinic, the patient developed multiple infections at the abutment site. Revision surgery to convert the patient to a percutaneous baha implant system has been scheduled but has not occurred as of the date of this report.

Manufacturer narrative:
It was reported that the patient underwent revision surgery on (B)(6) 2018, in order to convert the patient to a subcutaneous baha implant system. During the procedure, the abutment was removed and a magnet was placed on the internal fixture. This report is submitted on october 8, 2018.